Manufacturer narrative:
Have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd vacutainer® tubes were partially spun or completely unspun. No serious injury or medical intervention was reported.

Event description:
It was reported that the unspecified bd vacutainer tubes were partially spun or completely unspun. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd internal comments state the plant number/description in the product information table was corrected.